Manufacturer narrative:
Concomitant medical products: physician programmer: model 8840, serial# unknown, implanted:na, explanted:ma. Catheter: model 8711, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a catheter revision was done due to catheter occlusion. It was noted that "it kept going up," it was not noted what this was referring to. A dye study was done, "a couple weeks ago," showed he wasn't "getting any flow." It was also noted that the does was adjusted to a "small enough" dose because the patient had "a couple of strokes already and went through withdrawal," but it was not reported when these event occurred. The device system was used to infuse morphine.

Event description:
It was reported that the catheter was replaced with no problems.